Manufacturer narrative:
(B)(4), the customer did not request field service or clinical support. The customer is reporting this event only. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op with flap striae and a loss of bcva. The patient also indicated that their right eye is very blurry and they are experiencing irritation with the contact lens in their right eye.